Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the trunk-ipsilateral leg endoprosthesis was deployed below the renal arteries, the device moved distally about 2cm. Though the ipsilateral leg of the trunk-ipsilateral leg endoprosthesis was needed to be deployed while pushing up on the right distal side, the leg eventually landed on the right external iliac artery, resulting unintentional coverage of the right internal iliac artery. The physician tried to move the leg up by using a balloon and a sheath, it seemed successful but a blood flow did not recover. The physician reported that there was a lack of device apposition at the inner curvature during the deployment. He did not expect the device to move distally that far. When the aortic extender was deployed in the proximal side, the device moved proximally about 1cm. Two thirds of the right renal artery and a half of the left renal artery were covered by the device. The angiography confirmed blood flow both into the right and left renal arteries, and the patient was decided to be monitored. It was also reported physician does not know what caused the device movement and vessel coverage.